Event description:
It was reported that a radix-anker post separated prior to performing a polishing procedure; the separated piece was retrieved without injury.

Manufacturer narrative:
While no patient injury resulted in this event, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.